Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with universal straight 45-2.5 single use loading unit. The clamp bar had broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the broken clamp bar condition may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, while on the duodenal resection, the green button was pressed, handle was squeezed, but was unable to be fired, wherein the device¿s jaws locked on tissue. Also, the device¿s ¿1-beam blade¿ broke off and fell into the patient¿s cavity but was then retrieved with hand-held equipment removed. In order to resolve the issue, a new similar device was used. No patient injury.